Manufacturer narrative:
The autopulse platform (sn (B)(4)) involved in the reported complaint will not be returned for evaluation. After the platform was dried, it was verified to be functional. Therefore, service was not required to be performed by zoll. The autopulse platform was placed back for clinical use.

Event description:
During the device check, after the call, the user was unable to power on the autopulse platform (sn (B)(4)). Per the reporter, the platform got wet during the patient use, however, the device was performing the compressions without any interruption. No patient involvement.